Event description:
The doctor reported experiencing a corneal burn during a cataract extraction procedure on the first pt of the day. The machine was not set up for the specific procedure used by this doctor and verification of the settings was not conducted prior to the surgery. The pt required an unanticipated suture to close the incision. The doctor indicated that the pt may require a follow-up procedure due to a moderate astigmatism.